Event description:
It was stated that the insulin pump was not delivering insulin properly and that the customer had been experiencing high blood glucose levels. Troubleshooting was performed and the insulin pump passed the leadscrew test but, it failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.